Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for non-malignant pain. It was reported that it was taking longer and longer to get a bolus to go through. Patient said it started at 30 seconds and over the last month it has gone to about 2 minutes. Agent walked patient through clearing data and patient was able to connect to the implanted infusion pump and was locked out for 3 hours. Patient stated she got a bolus last night. Patient called back requested agent to review the clear data/lag instructions again because doing those steps yesterday really help their connection lag issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.